Event description:
It was reported that the pt experienced increased pain due to a kink/occlusion in the catheter at the lumbar site. The pt was receiving hydromorphone 2 mg/ml; bupivicaine 40 mg/dl; compounded baclofen 400 mcg/ml and clonidine 150 mcg/ml via the drug delivery system. The pt underwent a contrast study and subsequent surgical intervention. The pt recovered without sequela.